Event description:
The reporter stated that the surgeon was loading or advancing a competitor's lens using a indigo foam tip plunger, prior to insertion and the surgeon noticed the lens was getting damaged. Thereporter stated that the cause of the lens tear was due to the ftp- indigo foam tip plunger. No patient contact or injury. This is one of two incidents for the same patient. See manufacturer report number 2023826-2006-00377 for the second incident.